Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly during our testing however, found corroded keypad traces during visual inspection. No unexpected numbers ramping or scrolling and rewind operated properly during testing. The insulin pump received with normal operating currents and no unexpected battery out limit alarm noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery attempt. The customer stated he was entering carbohydrates and the number began to rise. The customer's blood glucose was 201 mg/dl. During troubleshooting, the customer stated the insulin pump was not dropped or bumped. The customer was not using the sensor feature on the insulin pump. The customer replaced the battery and received a battery out limit alarm he was unable to clear. He was advised to discontinue use and revert to a back-up plan. Nothing further was reported.